Manufacturer narrative:
(B)(4). The customer reported that they cycled power and this resolved the issue therefore no parts are being returned for evaluation.

Event description:
The customer reported that this unit had a "vent inop" alarm during a patient connection. The ventilator was switched out and there was no harm to the patient.